Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 500 mcg/ml for a total dose of 205 mcg/day via an implantable pump. It was reported the hcp called stating that the patient was itchy and started experiencing withdrawal symptoms starting on (B)(6) 2020. The hcp brought the patient into clinic on (B)(6) 2020 for troubleshooting. The logs were normal. It was noted they started hearing the motor pulses when they programmed a 50 mcg bolus over 6 minutes. It was reviewed when programming the pump at that high of a flow rate we can hear the motor pulses. The hcp confirmed after the 6 minutes of the bolus, the sound of the motor pules stopped as the simple continuous delivery resumed. Hcp confirmed normal function. The hcp was planning to check the actual versus expected volume to investigate the withdrawal symptoms. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that a CT scan confirmed that the catheter fractured due to the pump flipping multiple times in the pump pocket. No falls were reported; the patient described that beginning a couple months ago the therapy was no longer effective and the pump would flip during normal daily activities such as bending. When the pump pocket was opened it was discovered that the catheter was disconnected from the pump connector piece. The remaining catheter was twisted very tightly. The spinal segment was trimmed to remove all twisted portions and a new pump connector piece was added. The catheter was successfully aspirated after it was reconnected to the pump and the issue was resolved. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 09-may-2020 at which time it was reported that during the procedure, the pump was anchored at all anchor points on the pump and the pocket was sutured closed as tightly as possible. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.